Event description:
It was reported that during a procedure, a small piece of the unit fell into the patient. Further, no adverse consequences to the patient were reported.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.